Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced therapy non-conversion, and was brought in to the hospital for further evaluation. Shocking lead impedance was found to measure from less than 10 ohms (electrical short) to greater than 157 ohms (electrical open). It was also noted that the ICD had migrated to the armpit region. An invasive procedure to evaluate the ICD and lead system is planned. This report will be updated when further information becomes available.